Event description:
It was reported that during a sigmoid colectomy procedure, air bubbles occurred on leak test. Appears to have been on anterior side of anastomotic site. Oversewed anastomotic area to complete the case. There was no pt consequence.